Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the large needle driver instrument wire was broken. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during training.